Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient called to report left side deflation. Healthcare professional reported left side "rupture" and exchange due to concern with product. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify opening sharp in the posterior side. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on posterior side assessed as unidentified (tear) opening.

Event description:
Patient called to report left side deflation. Healthcare professional reported left side "rupture" and exchange due to concern with product. Device was explanted and replaced.

Manufacturer narrative:
Supplemental medwatch being submitted to correct g3 which was initially submitted incorrectly.

Event description:
Patient called to report left side deflation. Healthcare professional reported left side "rupture" and exchange due to concern with product. Device was explanted and replaced.